Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and rewind the insulin pump. It was also stated that the customer received another motor error. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm.